Event description:
It was reported to medtronic neurosurgery that the device was explanted. According to the report, the patient had a medical history of spina bifida, neurogenic bladder, seizure disorder, scoliosis s/p spinal fusion, tethered cord s/p release, hydrocephalus, and allergies to latex and vancomycin.

Manufacturer narrative:
The product was unavailable for return. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. Although the device was explanted, the reported event description did not allege deficiency in this component of the shunt. It was later reported that no autopsy was performed. The cause of the patient's death is not known. According to that report, the physician was easily able to aspirate 3 cc of csf, and there did not seem to be any impedence to the flow when the valve was flushed distally. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code.